Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 292 mg/dl. Tandem technical support guided the customer through reloading the cartridge to address the issue.